Event description:
On (B)(6) 2011, company representative reported the up/down buttons on the infusion device are not functioning correctly. Pt contacted the company representative on (B)(6) 2011 to report this concern. Follow-up was completed the pt on (B)(6) 2011. Pt reported the up and down buttons on the infusion device work intermittently, but he believes this happens more often with the down button. This was first noticed 3-4 months ago, and pt boluses 3-6 times per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Pt did not required treatment from a health care professional or second party to address the issue.